Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device was fired on the appendix with a white load. During firing, the cartridge fell out of the device and into the patient. The cartridge was retrieved through the trocar. The device cut the appendix. There was some bleeding, but there was no transfusion needed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.